Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received a vibratory alert for an episode non-sustained rv oversensing caused by t-wave oversensing. It was noted that the t-wave oversensing was due to atrial undersensing leading to inappropriate atrial pacing. Lead replacement was recommended.